Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imu49jb53 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead for high impedance. Oversensing of non-physiologic intervals was noted. The bipolar r-wave amplitude measured at a high threshold value. The unipolar r-wave amplitude measured less than bipolar, but the unipolar amplitude still measured at a high threshold value. The lead remains in use in unipolar configuration for continued monitoring. No patient complications have been reported as a result of this event.